Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side starting at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, missing display window cover, cracked middle (enter) keypad button. The pump was received with a battery cap missing a weld spot. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The pump does not meet specs due to the missing weld spot on the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer's insulin pump had crack around battery as it had been dropped on the ground. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.